Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes <200 ohms impedance and a "short circuit in or between the electrodes".